Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a pcu and (4) syringe pump modules had communication error pump failures, and that these devices had new iuis installed recently. Upon investigation of the devices by the customer, the logs state one of the syringe pump modules also showed sensor and keypad errors, syr s/n (B)(4). Although requested, further information was not provided.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of the returned system having communication errors was not confirmed during a review of the logs or replicated during testing. The reported syringe module s/n (B)(6) keypad errors were confirmed, logged as a result of a damaged keypad flex cable. A comprehensive review of the logs did not identify any error associated to a communication failure on the date of the reported incident with the system. On (B)(6) 2020 a channel disconnect event occurred; however, it was not a result of a communication failure and it appears the channel disconnect was caused by the user removing the module s/n (B)(6) when in an active state. Keypad errors codes 357.6020 were observed when reviewing the logs for syringe module s/n (B)(6) as a result of the device having keypad related malfunctions. Iui test method results demonstrated the iuis on the systems are not failing or producing a channel disconnect associated to a power or communication loss. Device inspection: an external and internal inspection of syringe module s/n (B)(6) identified the inner part of the keypad flex cable traces cracked. Dried fluid ingress was noted on the front bottom area of the rear case and adjacent front case area. No other obvious issues or anomalies were observed with the internal inspection of the returned device. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s experience with the system exhibiting communication errors was not determined. The root cause of the keypad errors on syringe module s/n (B)(6) was a result of a keypad failure attributed by cracked keypad flex cable traces. Device history review: a review of the device history record showed the device had a manufacture date of 28nov2014. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did confirm a similar complaint with the same or related failure mode for this customer. However, the device reported on the previous complaint pr (B)(4) was not returned and the issue could not be confirmed. H3 other text : device received with completed investigation.

Event description:
It was reported that a pcu and (4) syringe pump modules had communication error pump failures, and that these devices had new iuis installed recently. Upon investigation of the devices by the customer, the logs state one of the syringe pump modules also showed sensor and keypad errors, syr s/n (B)(6). Although requested, further information was not provided.